Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. A pmv representative adapter and reload were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the stomach and then small intestine on a laparoscopic gastroplasty, the stapler stopped and did not progress. A new reload was used but had the same issue. The whole device was changed but same problem occurred it stopped midway. It was reported that the staple line was incomplete proximally. A new manual stapler and reload was used to complete the case. There was no patient injury.